Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-aug-12. The patient indicated that they were reprogrammed in their healthcare professional (hcp) by a manufacture representative (rep) because their stimulation wasn't covering their intended area anymore which began months ago. The rep was made aware of the issue in person about 2 months ago which was previously reported. The patient also indicated that the ins is taking about 4 hours to charge during each charging session. They met with a rep about the issue who said the device may need to be replaced since it takes so long to charge. The hcp is considering having a lead with another manufacturer adapter. Patient services reviewed compatibility information. This began probably 4 or 5 months ago. The rep was made aware of the issue in person about 2 months ago. Patient services reviewed ins longevity information. The patient also mentioned not wanting to go to an hcp. However, patient services redirected them to follow up with their hcp to discuss charging and a potential replacement. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of the device taking 4 hours to charge and stimulation not covering the intended areas wasn't determined. The patient reported that the old unit that when I get it, it was having an issue or a recall. The patient reported that nothing was done regarding taking 4 hours to charge. The patient reported that it did cover the intended areas. The issue wasn't resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that in 2018 (5-6 months prior to the report), the patient was having "a problem" with their device and they had met with a manufacturer representative (rep) at the doctor's office for it. The patient could not remember what the problem was at that time. It was also reported the patient was having a current issue and the patient didn't think the device was working properly. It was noted that the patient was supposed to meet with a rep on (B)(6), 2019, but due to a miscommunication the rep couldn't see the patient. The patient wanted to meet with a rep but they were redirected to contact their doctor. They expressed they would like to have the device removed from their back. During the call the patient became escalated and disconnected the call, so further information clarifying what the problem/issues were could not be obtained. The rep was contacted and they reported they would be reaching out to the patient again to set up another appointment. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for radicular pain syndrome(radiculopathies) and spinal pain. It was reported that they were at her pain doctor's today and was talking to hcp about her stimulator and all the issues she's had with it and how many reps she has seen (14 different reps). Hcp said that shouldn't be necessary for patient to go through all that and suggested patient get implant from different company. Patient said she is having issues so she is supposed to meet with rep on monday. Patient said the (B)(6) was to ask if she had the stimulator taken out do they also take out the lead? Patient didn't want to have any spinal cord injuries from a lead removal because she's already had enough problems with the device. Patient was told that that was medical decision. Patient wanted to know if they don't take lead out and patient gets a new implant how she would get new lead in. Patient then said doctor is recommending she goes through a different device manufacturer for implant because the patient has had so many issues with the implant. Patient was wondering if the implant from different device manufacturer could be connected to her current lead. Patient was redirected to device manufacturer she was looking to get implant from. Patient said she already called a different device manufacturer and they told her that the implant was "on recall" so it should have never been put it in patient and other device manufacturer said they aren't sure they could use the device because they weren't sure if the lead was on recall. It was reviewed that would still be other device manufacturer and hcp's decision. Pt then said the other device manufacturer wouldn't want to do it because hcp had faxed them over letter saying patient's implant is on recall. When patient was redirected to hcp and other medical device manufacturer, patient became angry and disconnected. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient was told that they could get an MRI with head on unit they have and then it turned out they don't have one for those units. After surgery, no one can ever answer the questions. Patient had to get a supervisor who explained their unit could not do what the MRI facility wanted it to do. Patient spent lots of time waiting for someone at MRI facility trying to get it straight that the unit was in MRI mode. Patient stated that they were not sure that anything can be done and won't know till they have a brain MRI again. The patient was not sure if all the issues had been resolved. Patient declined to provide the weight and hcp information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient asked to meet during an appointment she had and the issue was that she needed additional coverage. The rep reported that they met with the patient and was able to tweak her programming. The rep reported that the patient seemed good when finished. The rep noted that they spoke once afterwards several weeks later where she said everything was good. The rep reported that the patient needed additional areas covered by stimulation, which the rep was able to provide through reprogramming. No further complications were reported.